Event description:
Patient infection/reaction: our rep is reporting that the patient had an arthroscopic shoulder in 2008, with the use of 4 helix peek anchors for fixation; 2 each 4.5s medially and 2 each 3.5s laterally. The patient returned 1 year later in 2009, for a follow-up. Routine x-rays were employed, and it was noted on the film that the bone around the medial anchors had deteriorated and appeared to have a cyst of some kind. Consequently, the surgeon ordered an MRI to further evaluate the subject area. The surgeon was able to discern from the MRI that the cuff had healed properly and its integrity was not an issue. However, there was some sort of cyst or reaction around the anchors; the surgeon is convinced that this is a reaction to the absorbable component of the orthocord anchor suture. Also see associated MDR 1221934-2009-00400.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.